Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s sleep/wake button was unresponsive despite proper finger placement and cleaning, with the device only powering on when placed on the charging pad; the issue occurred frequently and intermittently prevented the user from turning the pump on, consistent with an unresponsive key/button and involving the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided, including a user-submitted video. Investigation of this case revealed an electrical problem consistent with an unresponsive button related to the switch component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.